Event description:
Post coronary drug eluting stenting treatment procedure, a thrombosis occurred. Two taxus express2 3.5x16 drug eluting stents were implanted in the right coronary artery, one in the distal and one in the mid. A third stent, a taxus express2 3.0x8mm drug eluting stent, was implanted in the proximal rca. The following day the patient had complaints of chest pain. Angiography was done but the recheck was fine. The next day the patient returned to the ccl and it was discovered that the rca "had thrombosed and had gone down". The physician was unable to cross it with a wire. The patient was transferred back to the ward and was in stable condition and no further intervention was planned. The plan was to discharge the patient home. No further patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shopfloor paperwork could not be examined. A similar complaint review could not be performed as the batch number is unknown. The cause of the difficulties experienced during the procedure could not be determined.